Manufacturer narrative:
The medical facility discarded the impella pump after removal. The request for imaging to evaluate the iliofemoral anatomy was not fulfilled, as no imaging was shared. The root cause of the ischemia is not from the use of impella, but rather due to underling condition and vessel size/diameter. The team had noted there were baseline vascular issues for this patient. The failure mode will be monitored and trended.

Event description:
A (B)(6) female patient with a protek duo lvad was admitted with myocarditis. The team placed an impella cp for hemodynamic support in combination with the lvad. After several hours the team observed limb ischemia and removed the impella from the femoral artery, which was thought to be small at just 6mm in diameter. The ischemia was diagnosed by lost pedal pulses and the limb becoming cooler over 1-2 hours. They replaced the pump with an access in the axillary artery. The physician did confirm low native pulsatility, but did not attribute the ischemia to this, but rather to the impella placement.